Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient received a replacement insr and recharger antenna from repair but was still having problems charging. They stated they weren¿t able to get to the screen that showed the coupling bar, it only came up with the question antenna screen. The programmer wasn¿t able to connect with the ins either. The patient and the caller were adamant that the patient was able to successfully charge the ins last week and got all bars filled. The caller stated the patient had been shaking all over the place, started 1.5 weeks ago and had progressively gotten worse. After several attempts the patient could not get the programmer or the insr connected to the ins. It was recommended to follow up with the hcp. There were no further complications reported.